Manufacturer narrative:
The products associated with the complaint were returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned meter using retain strips did not uncover any deficiencies. The meter and strips continue to meet spec and no product deficiencies were observed. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 1.5, lab: 7.5. Time between tests: 2 hours. Therapeutic range: 2-3. Caller reports that the first drop of blood was not used.